Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's vibratory feature was found not to be functioning. The audible feature was found to be working appropriately. The pump was opened and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and the vibratory feature was found to be working properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. The pump was returned and investigated on (B)(4) 2013. The pump's vibratory feature was found not to be functioning. The audible feature was found to be working appropriately. The pump was opened and the vibration motor connector pins were found to be misaligned. This complaint is being reported due to the vibratory feature not working on the pump. There was no indication that the product caused or contributed to an adverse event.